Event description:
It was reported the patient experienced increased pain and swelling at the ipg site due to postoperative seroma, and elevated white blood cell count as well as acute kidney injury. In turn, the patient was hospitalized and treated with IV antibiotics. Surgery may take place later.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.